Event description:
It was reported that during implant, the initial lead position was deemed to be unacceptable. The helix was then retracted, the lead was repositioned, but the helix would not extend. The lead was removed and a new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.